Event description:
The customer's mother reported that her daughter is experiencing a skin irritation from wearing the pod; the site was described as being itchy with redness and a rash - her skin "looks like lizard skin." Several skin barrier product (B)(4) have been tried, but have "not corrected the issue." The customer visited with her dermatologist, who recommended that she go off the system; as that was not an option, she was looking for advice from insulet customer support. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and sought treatment advice from her dermatologist.